Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed button error. Customer didn't know blood glucose level. Customer removed the battery and inserted a new battery three or four hours later, but issue reoccurred. The buttons did not work properly. Customer agreed to return the device for analysis.